Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17080653l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi concomitant products used: product name: carto® 3 system; us catalog #: fg540000; serial #: (B)(4). Product name: stockert 70 rf generator; us catalog #: s7001; serial #: (B)(4). Product name: coolflow® irrigation pump; us catalog #: cfp002; serial #: (B)(4). Product name: thermocool® smart touch¿ electrophysiology catheter; us catalog #: d133602; lot #: 171695597m. (B)(4).

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a pentaray nav eco high-density mapping catheter and suffered cardiac tamponade which required pericardiocentesis, surgical intervention and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he felt it occurred from the transseptal puncture. Settings during the event include: activated clotting time at 325 seconds, sl1 transseptal sheath and brk1 needle were used. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.